Event description:
During the coronary artery bypass graft surgery, the seal was "defective". A replacement unit was used to complete the procedure. No patient complications were reported. The returned unit investigated in 2003, showed that the seal was cracked.